Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an error code and not recognized on the monitor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e226 occurred and no image was displayed. A definitive root cause could not be identified. Based on the results of the investigation: it is likely that the not recognized on the monitor event was due to chemical damage to the connector. It is likely that the e226 occurrence, in which no image was displayed, was due to chemical damage to the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.